Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center has image failure. This issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was partially confirmed. A definitive root cause could not be identified. Based on the results of the investigation, error e216 and error e532 could not be confirmed. The device meets its specifications and there was no problem detected. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was due to poor contact of receptacle harness, error code e226 is displayed. The most probable cause of the complaint is cause linked to device but unable to trace more specifically, olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.